Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Api sample ID (B)(6) was tested by tube method for dat test using ortho polyspecific ahg reagent lot # rmg469a1 exp 8/22/20 and was reported as negative to api proficiency supplier.( see mxp (B)(4)). Sample was also tested using anti-igg tube reagent lot # igg176e and again the dat result was negative. However, with summary report from api- the result indicated that sample for (B)(6) was supposed to be positive for both polyspecific and igg (cells were coated with igg only as per api). Issue started on: (B)(6) 2019; reported 5/10/19. Reaction grade obtained: neg. Incubation time (for manual test only): unknown. Test repeated: unknown. Method/result obtained by repeating: unknown. Sample ID: (B)(6). Number of samples affected? One. Was qc affected? No. Rbc storage and handling: as per api instructions. Visual appearance before use: ok. Opened vs unopened? Opened. Customer repeated testing using the same lot # of ortho reagents and still negative. (With adding of coombs check cells, saw 2+ positive reaction). Customer stated that according to the summary report from api, 146 participants had the correct result, while 8 participants failed the survey. Tsc discussed with customer a possible sample material used by supplier could be the cause. Customer agreed to contact api-supplier for possible repeat sample if available.